Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap (green cap) of an amia automated pd set with cassette had fallen of the line in the bag. This was observed during an unspecified process step of automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.